Event description:
It was reported the patient experienced a loss of therapeutic effect. The symptoms were noticed following a position change. Palpating the device system did not cause changes in the stimulation. Impedance measurements were >3600 ohms and >1000 ohms. Electrodes 8 through 15 were all out of range. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.